Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Related manufacturer reference : 2017865-2017-01025. During follow-up after the patient experienced syncope, noise with oversensing was noted on the atrial and ventricular leads. Inhibition of pacing was seen during lead testing. The patient underwent implantation of a new pacemaker system. The atrial and ventricular leads were capped and replaced. The patient is stable.